Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the patient¿s lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. The physician suspects that patient¿s lead had frayed when it was pulled out of the epidural space. It was believed that patient¿s over exertion caused the issue. No device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the patient's lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. The physician suspects that patient's lead had frayed when it was pulled out of the epidural space. It was believed that patient's over exertion caused the issue. No device malfunction was suspected. The patient was doing well post-operatively.